Event description:
It was reported by the customer that the device failed to transfer defibrillation energy. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that a filter, designator fl122, was broken off of the system pcb, causing the shock key function to become inoperative.